Event description:
Laparoscopic cholecystectomy: "applied medical direct drive disposable laparoscopic clip applier would not apply clips. A subsequent device was opened and utilized without problems. Diagnosis or reason for use: laparoscopic cholecystectomy."

Manufacturer narrative:
On 12/22/14 updated - resend this report due to "failed"error message on the submission result summary.this is to follow-up with (B)(4) for maude report# mw5035534. However the report did not contain the hospital name hence we could not request the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with (B)(4). This incident has been reported twice and should be cancelled. Please reference MDR# 2027111-2014-00289 for final report.